Manufacturer narrative:
This is 3 of 6 reports (3rd MDR).

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection. The patient¿s level of consciousness (jcs) was 1-3. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be in its pre-deployed state, the stent stabilizer was found to be kinked/bent, the stent stabilizer was damaged further during the analysis, the stent delivery catheter was found to be kinked/bent, there was significant amount of blood noted during the analysis, and the stent was found to be deformed. A functional test for the reported ¿stent failed/unable to deploy¿ was performed and the stent was deployed without difficulties. While the reported complaint was not confirmed, the findings are consistent with the reported event. The device failed to meet specification when returned for device analysis. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and it was found that the stent was found to be in its pre-deployed state. When deployed the stent was deformed, the stent stabilizer was kinked/bent, and the stent delivery catheter was kinked/bent. It is probable that the anatomical or procedural factors present during the clinical procedure contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to deploy¿, ¿patient stroke¿, ¿patient complication¿ and ¿patient abnormal image finding¿ and to the analyzed ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter kinked/bent¿, and ¿stent deformed¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.